Event description:
It was reported that, during an implantable pulse generator (ipg) replacement involving an implantable neurostimulator vanta, high impedance (>40,000) was observed on the day of surgery and a connectivity check showed no connection on electrodes 0, 1, 8, and 15. It was also reported that the physician connected nevro leads to the vanta battery without adapters despite being informed the components were not compatible, and this was identified as the cause. The physician proceeded with the ipg replacement. Both the physician and patient were aware the patient was not magnetic resonance imaging (MRI) compatible. The issue was ongoing and not resolved. No patient injury or adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.